Event description:
It was reported that there was a confirmed flipped device. It was noted that a pocket revision was scheduled for (B)(6) at 8:30am. It was noted that x-rays had been done. Patient had practiced use of recharger and had received all eight boxes were black. The patient changed position from leaning forward to sitting upright. It was noted that upon a one-minute recharger refresh all the boxes were white. It was noted the patient was unable to fill any boxes black. An antenna locator was unable to effectively locate the implantable neurostimulator (ins). Another recharger was tried with the same results. Fluoro had revealed a flipped ins. No patient symptoms were reported. It was later reported that the surgery was performed and proved a flipped ins. The pocket was revised and the ins was placed in the revised pocket. Recharger coupling was performed and achieved all 8 boxes black. Additional information received reported the revision was performed on (B)(6) 2014. The patient was recovering from surgery without any reported complaints. The coupling issue was resolved. Nothing was explanted.

Manufacturer narrative:
Concomitant products: product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).